Manufacturer narrative:
Corrected data: b5- the reporter indicated that the surgeon noted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -14.50/3.0/091 (sphere/cylinder/axis) tore/broke before loading on (B)(6) 2023. The damage was noted after opening the vial. The lens was not implanted. On (B)(6) 2023 a lens of the same model and length was implanted into the patient's left eye (os) and the problem was resolved. Status of the eye: "eye is quiet". The reporter indicated the cause of the event was the device. H6- medical device problem code: "1494- off label use (progressive myopia)" should be added. Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a vial with moisture/residue on product. Visual inspection found haptic torn with residue on lens. Additonal data: h6- type of investigation code: 3331- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated a 12.6mm vticmo12.6 implantable collamer lens, -14.50/+3.0/091 (sphere/cylinder/axis), tore/broke before loading, after opening the vial. The lens was replaced with another same model/length lens and the problem was resolved. The cause of the event was the device.